Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had normal operating currents. No unexpected battery out limit alarm occured during testing. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and missing end cap sticker.

Event description:
The customer reported that the buttons of the insulin pump were not responding. Customer stated that she removed the battery but received battery out limit alarm. Customer's blood glucose was 129 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.